Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time he received an unspecified "low" reading on his adc blood glucose meter. Customer further reported he went to a local hospital emergency room and was treated with an unspecified "shot". No further information was provided by the customer as he declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.